Event description:
It was reported that the bd syringe 10ml s/t 200 s/c leaked. The following information was provided by the initial reporter: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The patient did not receive the full dose of chemotherapy but was unharmed could you please confirm if syringe lot: 4078418 is also experiencing leakage issues? Leaks have been reported with multiple sizes of spinal needles and it is unknown if all these syringes were from the same lot during these events. Could you please specify the exact location where the leak occurred on the product? Leaking occurs from the hub of the spinal needle, around the slip-tip syringe. Clinicians state that they have to forcefully press the slip tip syringe into the hub of the needle to prevent leaking, and that this amount of force is greater than they have had to use to achieve a secure connection prior to these events. Customer response on (B)(6) 2024. 1. Can you please provide an exact date of event in format (mm-dd-yyyy) for lot#: 4078418? A. 10-23-2024. Could you please confirm the type of hazardous drug (chemo/radiation) or provide the name of the drug that caused contamination? This information will help us send the appropriate shipping label. Methotrexate

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.